Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and received the emergency medical service and was hospitalized. The customer's blood glucose level was 473 mg/dl and the hospital gave her treatment at home and then they were going to back in to the hospital as the customer¿s blood glucose level was over 500 mg/dl. The insulin pump will not be returned for the analysis.